Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descendning artery. A 24 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.